Event description:
User reported to olympus that the evis exera iii video system center did not have an image. No patient harm or injury occurred due to this malfunction.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The user reported having two devices (a loaner and original device). The user reported the original device will be returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The device was not returned. Investigation was conducted from complaint data. Aging deterioration was hard to think as the device had not been delivered that long ago. After delivery, it is likely that an event occurred due to an accidental failure of the electronic component generating no image or no comp signaling. Alternatively, it is likely that the image disappeared because the connector part was damaged at the time of installation or delivery. It is likely that the issue was due to the handling of users or accidental failure. The instructions for use (IFU) provides the following guidelines: do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.